Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure/migration of essure device location of device: off to the side of left ovary'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult & that I had a tilted uterus" and device ineffective "device ineffective ". The patient's medical history included overweight, multigravida, parity 6 (dates of live births: (B)(6) 1994; (B)(6) 1996; (B)(6) 1997; (B)(6) 1998; (B)(6) 2002; (B)(6) 2009), cesarean section, hirsutism, chlamydial infection, paraganglioma, irregular menstruation, endocrine disorder nos, marijuana use, anxiety, asthma, back pain, diabetes mellitus, hypertension, neuropathy peripheral, polycystic ovarian syndrome, pheochromocytoma and preterm labor. Previously administered products included for an unreported indication: patch and mirena. Concurrent conditions included cardiac neoplasm unspecified (tumors on heart), uterine leiomyoma, obesity, anemia, pelvic pain, menometrorrhagia, rash, vomiting, uterine atrophy, endometriosis, hydrosalpinx, endometriosis externa and uterine enlargement. Family history included breast cancer. Concomitant products included amlodipine, azithromycin, cetirizine, epinephrine (epipen), fexofenadine, fluticasone propionate (flovent), hydrocodone bitartrate;paracetamol (norco), omeprazole, phenoxybenzamine hydrochloride (dibenzyline) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypersensitivity ("hypersensitivity"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 3 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: sensitivity to metals\nickel allergy"). In (B)(6) 2011, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), nausea ("nausea"), arthralgia ("both sides in hip area") and uterine malposition ("insertion was difficult & that I had a tilted uterus"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/loss"), neoplasm ("tumor/teratoma/cancer: sdhg") and weight decreased ("weight gain/loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, allergy to metals, female sexual dysfunction, fatigue, migraine, headache, nausea, depression, arthralgia, weight increased, neoplasm, uterine malposition, weight decreased, pelvic pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, arthralgia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, uterine malposition, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory wire occlusion of both fallopian tubes. Ultrasound pelvis - on (B)(6) 2015: result-uterus 11 cm in longest dimension. Ultrasound scan vagina - on (B)(6) 2015: results: unilateral occlusion (right tube occluded); left tube may not be occluded. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: new events: pelvic pain, hypersensitivity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult & that I had a tilted uterus" and device ineffective "device ineffective ". The patient's medical history included overweight, multigravida, parity 6 (dates of live births: (B)(6) 1994; (B)(6) 1996; (B)(6) 1997; (B)(6) 1998; (B)(6) 2002; (B)(6) 2009), cesarean section, hirsutism, chlamydial infection, paraganglioma, irregular menstruation, endocrine disorder nos, marijuana use, anxiety, asthma, back pain, diabetes mellitus, hypertension, neuropathy peripheral, polycystic ovarian syndrome, pheochromocytoma and preterm labor. Previously administered products included for an unreported indication: patch and mirena. Concurrent conditions included cardiac neoplasm unspecified (tumors on heart), uterine leiomyoma, obesity, anemia, pelvic pain, menometrorrhagia, rash, vomiting, uterine atrophy, endometriosis, hydrosalpinx, endometriosis externa and uterine enlargement. Family history included breast cancer. Concomitant products included amlodipine, azithromycin, cetirizine, epinephrine (epipen), fexofenadine, fluticasone propionate (flovent), hydrocodone bitartrate;paracetamol (norco), omeprazole, phenoxybenzamine hydrochloride (dibenzyline) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen"), allergy to metals ("allergic or hypersensitivity reaction: sensitivity to metals\nickel allergy"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), arthralgia ("both sides in hip area") and uterine malposition ("insertion was difficult & that I had a tilted uterus"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/loss"), neoplasm ("tumor/teratoma/cancer: sdhg") and weight decreased ("weight gain/loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy,oophorectomy (one side)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, allergy to metals, female sexual dysfunction, fatigue, migraine, headache, nausea, depression, arthralgia, weight increased, neoplasm, uterine malposition and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, arthralgia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, neoplasm, pregnancy with contraceptive device, uterine malposition, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: result-uterus 11 cm in longest dimension. Ultrasound scan vagina - on (B)(6) 2015: results: unilateral occlusion (right tube occluded); left tube may not be occluded. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was difficult & that I had a tilted uterus" and device ineffective "device ineffective ". The patient's medical history included overweight, gravida ii, parity 6 (dates of live births: (B)(6) 1994; (B)(6) 1996; (B)(6) 1997; (B)(6) 1998; (B)(6) 2002; (B)(6) 2009), cesarean section, hirsutism, chlamydial infection, paraganglioma, irregular menstruation, endocrine disorder nos, marijuana use, anxiety, asthma, back pain, diabetes mellitus, hypertension, polyneuropathy, polycystic ovarian syndrome, pheochromocytoma and preterm labor. Previously administered products included for an unreported indication: patch and mirena. Concurrent conditions included neoplasm (tumors on heart), uterine leiomyoma, obesity, anemia, pelvic pain, menometrorrhagia, rash, vomiting, uterine atrophy, endometriosis, hydrosalpinx, endometriosis externa and uterine enlargement. Family history included breast cancer. Concomitant products included amlodipine, azithromycin, cetirizine, epinephrine (epipen), fexofenadine, fluticasone propionate (flovent), hydrocodone bitartrate;paracetamol (norco), omeprazole, phenoxybenzamine hydrochloride (dibenzyline) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen"), allergy to metals ("allergic or hypersensitivity reaction: sensitivity to metals\nickel allergy"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), arthralgia ("both sides in hip area") and uterine malposition ("insertion was difficult & that I had a tilted uterus"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/loss"), neoplasm ("tumor/teratoma/cancer: sdhg") and weight decreased ("weight gain/loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy,oophorectomy (one side)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, allergy to metals, female sexual dysfunction, fatigue, migraine, headache, nausea, depression, arthralgia, weight increased, neoplasm, uterine malposition and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, arthralgia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, neoplasm, pregnancy with contraceptive device, uterine malposition, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: result-uterus 11 cm in longest dimension. Ultrasound scan vagina - on (B)(6) 2015: results: unilateral occlusion (right tube occluded); left tube may not be occluded. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received: reporter information was added. Case become valid since injury nos was replaced by new specified event ; vaginal hemorrhage, apareunia; menorrhagia, fatigue, migraines, headaches, nausea, pregnancy with contraceptive device, device breakage,device ineffective, abortion, nickel allergy, dysmenorrhea, depression,tumor/teratoma/cancer: sdhg, dyspareunia, vaginal discharge, migration of essure,weight gain, weight loss,insertion was difficult,tilted uterus, abdominal lower pain, arthralgia. Concomitant and historical drugs were added. Medical history was added. Lab tests were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.